Event description:
Six weeks post operative l 2-3 fusion, popping sensation in back. Radiologic evidence of screw end cap disengagement from rods. Operative reports indicates tightening of screws at time of implant. Returned to surgery for repair.what was the original intended procedure?lumbar 2-3 fusion.